Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in intraoral region #13 it was verified its non- osseointegration . Patient presented insuffucient bone quality/quantity and bone graft was executed. A 45 ncm of primary stability was achieved and immediate load was not performed.